Event description:
The user facility reported during surgery two handpieces pulled up the lens and was spinning it around the eye. During power change on foot control lens pieces would bounce off the needle. Also lens pieces would not attach to the needle. They tried another handpiece on a cadaver eye and same thing happened. The doctor reported, the vacuum was inadequate change to segment aspiration problem. Dogs have harder lens 30-40 min chip and flip in second eye and took about 20 minutes and the lens was replaced. The first eye had anterior and post tear and was left aphakic. The dog is still under observation.

Manufacturer narrative:
The evaluation has been completed on the module serial number (B)(4). The module produced aspiration which tracked in a linear fashion across its fully specified breadth of operation, measured to vary no more than 3 mmhg from the requested value at any point within that range. The vacuum line was free of debris and the measurement transducer ad10 number was a near ideal 409-411 counts. All tubing fittings were tight, with leads properly seated and electrical connections positively locked to their mating sockets. The vitrectomy feature was functional to standards. There was no recorded prior service for this assembly. Foam tape and software updates are required. This investigation is ongoing.

Manufacturer narrative:
The DHR review is complete with no anomalies noted. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. This investigation is complete.